Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Adverse event report is being submitted due to customer contacting doctor and symptoms related to diabetes - thirsty and blurry vision. Note: manufacturer contacted customer in a follow-up call on 31-mar-2020 to ensure that the customer's condition improved - able to establish contact with customer and reported feeling thirsty. Customer stated he contacted his doctor and will be talking with the physician the following day. Customer tested using the truemetrix meter and obtained result(s) in the 200's. At follow-up call on 02-apr-2020, the customer's condition had improved and the customer did not currently have any diabetic symptoms. No additional medical intervention since the last call was reported. Customer stated that he had not yet spoken with his doctor. Customer did not disclose his last blood glucose test result. Customer stated he is doing much better and getting better organized regarding how he his maintaining his blood glucose.

Event description:
Consumer initially called to set time/date on meter. During the call, a back to back blood test was performed by the customer fasting and produced test result of 505 mg/dl and 535 mg/dl using truemetrix meter. Customer was concerned with the results obtained. The customer did not know his expected glucose range. At the time of the call, the customer reported having blurry vision; medical attention was not needed at the time of the call. The product is stored according to specification in the customer's desk and were opened 2-3 days ago. Customer stated this was the first time using the truemetrix meter.